Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that a while prior to contacting lifescan, he obtained results of 175, 237, 199, and 179mg/dl on the subject meter, performed within 20 minutes. Based on statistical methodology, the calculated difference in results satisfies lifescan's criteria for precision. The patient manages his diabetes by self-adjusting his insulin doses. The patient reported that, from 06:30pm on (B)(6) 2015 to 03:30am (B)(6) 2015, he developed symptoms of feeling funny, sick to stomach, clammy, sweats and couldn't think. The patient reported that at 03:00am on (B)(6) 2015 he consumed food or drink. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported as the patient developed symptoms suggestive of a serious hypoglycemic event after the alleged inaccuracy occurred.